Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's father that the patient received an occlusion alarm while wearing the pod for 4 and 24 hours on the hip/buttocks. Father states that his son put the pod on that morning before school and did not realize that pod received an alarm throughout the day. He did not realize that pod was not working until about lunch time and 3 hours went by and his son was starting to feel really sick. He stated that was when he went to pick his son up from school and took him home and tried to give him boluses to bring down his high blood levels of 400 mg/dl but was unsuccessful in doing so. His son was very sick and needed to go to hospital. Upon arriving at the hospital, the patient was treated with an intravenous therapy of saline solution. He was also treated for his dehydration because of all the vomiting.